Event description:
The customer alleged the pump was under delivering.

Manufacturer narrative:
The pump rotor was inspected and found rollers were unable to spin freely resulting in underdelivery. There was a buildup of teal silicon residue on the roller from the disposable set. The pump needs to be cleaned according to instructions on a regular basis. The pump rotor was replaced to resolve the issue.